Manufacturer narrative:
(Complaint number: (B)(4)). No samples (actual or unused) were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were received. After multiple attempts, no response was received from the customer. Without basic information (no material #, no batch #, or any further details), an investigation is not possible. This complaint is closed as cannot be determined due to insufficient information. Do not use if product has sustained any transport damages.

Event description:
Customer indicated that two needle stick injuries occurred using qscp blood collection devices.